Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device not detected on bus. Customer tried to reboot the station, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height cubie drawer 3.1 was not detected on the bus. A field service engineer (fse) removing the back panel, all board indicator lights were observed to be on. The fse shut down the device, reseated the pyxis bus cable, and rebooted the system. Diagnostics then confirmed all cubie pockets were detected. The customer recovered the drawer; however, cubie pocket d6 popped out to return to the pharmacy and was identified as a possible cause of the issue. The fse verified the drawer was operational, and the customer successfully opened and inventoried it with no further issues reported. The system functioned as intended after field service engineer repaired the device.